Manufacturer narrative:
The treatment tip is not available for return. Based on all available information no casual factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported to a sales representative that a patient experienced a blister after undergoing a thermage treatment. Available images have been reviewed, a large scab is visible on the left side of the face. A tip too warm message appeared during treatment. Additional medical information has been requested but not yet received.

Manufacturer narrative:
Corrected b3. A review of the manufacturing records has been completed. Based on the evaluation of the data, the system and handpiece perform as expected. Customer reported that a tip too warm error occurred during treatment, the data logs confirmed this error. This condition presents no patient risk. The treatment tip was not returned for evaluation. According to the thermage flx user manual blisters are a known possible side effects during a thermage flx treatment. Based on the available information, no causal factor can be determined and no conclusion can be drawn.